Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had primary tkr approximately 10 years ago. From the attached radiographs, it appears that the components were mal-aligned from primary surgery. The tibial tray is in gross varus while the femur also appears to be in varus. The pt presented with pain. The components were well fixed and very little if any wear was evident on the poly bearing insert.